Event description:
Caller reported a cartridge alarm identified as alarm 30. There was no adverse impact to the customer's blood glucose level. The customer was informed that a replacement pump would be sent with updated software, as the current device did not have the most recent version. Caller agreed to use multiple daily injections as a backup insulin therapy and understood the instructions provided by technical support, including placing the pump into storage mode and returning the faulty pump to tandem within 10 days.